Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
It was reported the patient's ipg reached the end of service. The battery status was confirmed by an abbott representative. In turn, the ipg was explanted and replaced which resolved this issue.